Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. An allergic reaction occurred. It has not been determined if the cause was the product, but an allergic reaction occurred around the area where the product was used. The situation has been dealt with by suppressing the reaction with steroids. The patient is in the hospital. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was received: 1. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. The situation has been dealt with by suppressing the reaction with steroids. The patient is in the hospital. 2. Was the device removed? If so, please date and details of the re-operation. No. 3. What is the most current patient status? Non-serious. The situation has been dealt with by suppressing the reaction with steroids. The patient is in the hospital. 4. Please provide lot number. The following information was requested, but unavailable: please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure.. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.